Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) could not verify the ground-fault circuit interrupters(gfci) tripping. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer suspected the heater was defective.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler caused the ground-fault circuit interrupters (gfci) outlet to trip. There were no alarms or audible tones observed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a lower resistance reading between the black wires of the secondary heater element and the ground wire than between the blue wires of the primary element and the ground wire.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.